Manufacturer narrative:
No devices was returned to the manufacturer for analysis. Other relevant device(s) are: product ID: sfw 9735762 app stealth s8 application. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that during registration, the system would become unresponsive and stall not allowing the site to advance to navigate. The site was able to restart registration after its fourth attempt to proceed with the case. It was noted that the system was always plugged in and on during this time. There was no impact to patient outcome and a 5-10 minute delay to the surgical time.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the system had been working great without issues.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed, passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.